Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range system impedance shortly after implant, with the patient possibly having an hematoma. Technical services (ts) was consulted and discussed stored data, with the measurements possibly indicating system migration or device issues. Ts recommended further examination to determine system status. This device remains in service. No adverse patient effects were reported. Additional information indicates the low out of range system impedance was suspected to be caused by an hematoma in the patients pocket. The patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range system impedance shortly after implant, with the patient possibly having an hematoma. Technical services (ts) was consulted and discussed stored data, with the measurements possibly indicating system migration or device issues. Ts recommended further examination to determine system status. This device remains in service. No adverse patient effects were reported.